Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for use. It was mentioned that during the procedure several attempt attempts were made to aspirate the sheath once the dilator was removed, however the air was noted in the flush port. Additionally, it was also mentioned that the valve was damaged. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.